Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the hard cannula and the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. The device was returned with blood residue on the adhesive pad. During investigation, the hard cannula was found to be bent and also the needle tip was found to be curled. It could not be determined when or how this damage occurred. The exposed needle, bent hard cannula, and the damage to the needle tip contributed to the reported bleeding/bruising event and the pain during insertion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached between 170 mg/dl and 380 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels, patient found needle had not retracted as intended; this indicates that a needle mechanism failure occurred. Patient also experienced bruising and pain due to the reported issue.